Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2016 with the following findings: during investigation, no evidence of moisture was found in the cartridge compartment. The complaint of damage and moisture in the cartridge compartment was not duplicated. A leak test was performed and failed due to a leak in the battery compartment along the side. The pump was opened to find no moisture. The cracked battery compartment issue was reported under medwatch report number 2531779-2016-26174.